Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure. The day of the event the patient was found by their daughter and were unconscious. At the time the daughter found the patient, the cgm device was displaying a sensor failure. The patient did not remember what the cgm reading was at the time of the onset of symptoms, or if the sensor error was already displayed at that time. The daughter took a fingerstick and the blood glucose reading was 20 mg/dl. The daughter gave the patient a glucagon injection and an ambulance was called. The patient was brought to the hospital and discharged the day after. No further treatment was reported from the hospital. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.